Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 450mg/dl. Troubleshooting found that the cannula was bent. Customer indicated that they had tape adhesion issues with the infusion sets. Customer was advised on proper insertion, taping and site technique and to not insert the cannula in places of scar tissue or hardened skin. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed. Customer was advised to monitor the pump and their high blood glucose and call back if any further issues.